Event description:
Vague report received from baxter-germany states "rupture of the reservoir during usage. Device was filled with 5-fu and therefore already discarded." Reporter indicates there was no exposure of the drug to the patient and no patient injury resulted.